Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a cryo pvi procedure to treat atrial fibrillation the crbs polarx balloon catheter st 28mm ous was selected for use, error 1 - 00004000-2: console detected blood in the catheter occurred. The troubleshooting was performed and the cryo cable and the catheter were replaced. It is unknown if blood was visible inside the catheter after error occurred. The procedure was completed successfully. No patient complications were reported. The device is not expected to be returned.